Manufacturer narrative:
The account found the side rail latch is broken and missing the bushing, screw, nut and side rail release label. The account replaced the side rail latch, bushing, screw, nut and side rail release label to resolve issue.

Event description:
(B)(4).